Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step during the load sequence. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 116 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.